Manufacturer narrative:
.

Event description:
During a patient use event, the user is reporting the device did not recognize that the pads were connected to the device. The patient survived.

Manufacturer narrative:
(B)(4).